Manufacturer narrative:
The device was reportedly not in use during the incident. The correction/removal reporting number is not available at this time. Ge healthcare investigated the reported issue and the complaint was confirmed. The customer defined heart rate alarm limits change when a tram module is used with the b850 monitor. When an invasive blood pressure (ibp) cable is plugged into pressure channels p1 or p2, the customer defined heart rate alarm limits change to the factory default setting of 150/50. When it is plugged into pressure channel p3, the customer defined heart rate alarm limits changes to 180/30. The root cause of the reported issue is that when single hr (heart rate) alarm mode is selected, all hr/pr (heart rate/pulse rate) limit changes from the tram module are interpreted as ECG hr limit changes to impact the one common limit. When connecting an ip channel, the channel sends its configuration, which is ignored, and the configuration on the monitor is forced back to the tram module. The ECG hr limits are however not distinguished as invasive pressure (ip) configuration and are let through, resulting in the hr limits being set according to the ip pr (channel dependent) default configuration from the tram. This is a tram specific issue as alarm limits are only accepted from tram (due to possible simultaneous connection to transport pro). Ge healthcare will be reporting this issue to the FDA per 21 cfr part 806. Corrections to affected products will be described in this report.

Event description:
A customer reported that the heart rate alarm limits change back to factory default when a tram module is used with the b850 monitor.